Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the intraoperative aberrometer measured more cylinder than expected during cataract surgery. The surgeon implanted the recommended toric intraocular lens (iol) but had to explant the iol at a later date. The surgeon replaced the lens with the originally planned non toric iol. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. As the system met specifications, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).